Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of stenosis is listed in the supera instructions for use (IFU) as a known patient effect of peripheral stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect(s) and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue.

Event description:
It was reported that on (B)(6) 2016, following predilatation, a supera stent was implanted in the proximal popliteal, heavily calcified lesion without issue. On (B)(6) 2017, during a follow-up visit, the patient presented with poor circulation. Imaging was performed and stenosis was noted in the supera stent. No treatment has yet been reported and there was no hospitalization. Percutaneous transluminal intervention is a possible treatment in the future. There was no additional information provided regarding this issue.